Event description:
The itrack advance catheter was deployed and then retracted outside the eye,prior to the procedure to ensure it worked. Upon entering the eye, the surgeon canulated 180 degrees and met resistance. The surgeon attempted to retract the catheter, but it would not retract. The catheter then broke off and became lodged in the eye. The surgeon retrieved the piece of catheter with a pair of forceps and aborted the procedure then used an alternative product to treat the patient.